Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning the device at central services, one (1) universal bending pliers has a chip on the end and one (1) coupling screw tip broke off inside 95 mm one step lag screw. This happened while showing technique on how to construct the device with plate and screw for the surgeon before case started. There was no surgical procedure and patient involvement. Concomitant device reported: unknown plate ( part# unknown, lot# unknown, quantity 1); unknown screws ( part# unknown, lot# unknown, quantity unknown). This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: part returned h3, h4, h6: device history lot part number:338.31 synthes lot number: 7287833 supplier lot number: n/a release to warehouse date: 12mar2013 expiration date: n/a manufactured by synthes jennersville no ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on december 9, 2020, while cleaning the device at central services, one (1) universal bending pliers has a chip on the end, one (1) coupling screw tip was broke off inside 95 mm one step lag screw this happened while showing technique on how to construct the device with plate and screw for the surgeon before case started. There was no surgical procedure and patient involvement. Concomitant device reported: unknown plate ( part# unknown, lot# unknown, quantity unknown); unknown screws ( part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. H6: investigation flow: damage. Visual inspection: the dhs®/dcs® coupling screw (p/n: 338.31, lot #: 7287833) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the shaft component was broken at the most proximal thread and the broken fragment was not returned. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect was identified. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed dhs/dcs coupling screw: 338_31, rev. F/c shaft: 338_31_1, rev. B/a complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the dhs®/dcs® coupling screw (p/n: 338.31, lot #: 7287833). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.